Event description:
The hcp reported that the total device system was explanted due to infection. The pt was receiving a compounded drug mixture of fentanyl, baclofen and clonidine. The date of onset of the infection was 2006. The date of last refill was approximately two weeks prior. The pt was experiencing redness; the primary location of the infection was the device pocket. It is unknown if a culture was taken. It is unknown if the pt has meningitis; the pt had a history of spinal meningitis. The pt was prescribed oral antibiotics in addition to the system explant. The infection resolved and no drug withdrawal occurred. The pt has the risk factor of diabetes. The same as MFR's report #: 6000030200601185.